Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab cycled the uim but the display remained blank on the initial start up. During subsequent cycles, the uim display cycled on normally. The fa performed a visual inspection of the internal components and voltage testing of the coin cell battery (bt1), which measured voltage out of specification. The fa lab was able to duplicate the reported issue , which is associated with a low voltage state of bt1 secondary to material issue.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion failure analysis laboratory has received the suspect uim but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported an intermittent blank display on this avea ventilator. The customer stated no patient involvement with this event.